Event description:
Technician alleged that the right siderail will not latch. No pt impact.

Manufacturer narrative:
The technician troubleshot the bed and found a sticky fluid inside the latching mechanism. The technician cleaned the latching mechanism and lube it to resolve the issue.